Event description:
It was reported that the physician performed a sling procedure under general anesthesia utilizing the vaginal approach approximately 6 weeks ago. The patient has been in retention since the surgery. The physician is planning on cutting the tape.